Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product exhibits signs of use (nicks, gouges, scratches) and bone cement remains. Pictures were provided of the post surgery parts removed: a tibial implant and an articular surface. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. Complaint cannot be confirmed a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 42512100410, articular surface medial congruent (mc) left 10mm, lot# 64726615. 42502006201, femur cemented cruciate retaining (cr) narrow left size 7, lot# 64694430. 20800000020, iassist pin & screw pack sterile, lot# 64875680. 42509902525, 2.5 mm female hex screw 25 mm l, lot# 64927671. 42540200032, all-poly patella cemented 32 mm dia, lot# 64825610.

Event description:
It was reported the patient was revised for tibial loosening approximately two years, six months post implantation. No related contributing events were reported.